Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ did the reported problem contribute to any adverse consequences to the patient? - no ¿ how many devices presented the alleged deficiency? - 03 ¿ did the event occur during a single procedure or during multiple procedures in patients? - multiples ¿ what is the total number of procedures? - 03 ¿ are the affected wires still available for pickup at the unit? - there is no stock in the unit of the lot in question. The following information was requested, but unavailable: was there any damage or loss reported by the patient or user? Unknown was there a significant delay? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. On three occasions, the suture thread 0 is bursting when tensioned, making it impossible to properly synthesize the peritoneum/aponeurosis, exposing patients to the risk of complications and the need for surgical reapproach. No adverse patient consequences were reported. Additional information was requested.